Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer experienced a blood glucose level ranging from 283-378 mg/dl and ketones. Supply changes were performed resolving the occlusions. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.